Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -7.50/2.0/87 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found clear surgical residue and debris on the lens and no visible damage. Claim# (B)(4).